Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 286-386 mg/dl. Customer was treated with intravenous drip, fluids of saline and insulin. At the time of the report, the customer was still hospitalized and declined follow up from tandem technical support. Reportedly, intermittent occlusion alarms and a cartridge alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, multiple minimum fill notifications occurred after filling the cartridge with 300 units of insulin. The customer reverted to manual injections for insulin therapy.